Event description:
The physician is a certified radiologist who attempted to close an arteriotomy with a closer tsl 6 fr device. Before inserting the device the physician attempted to increase the tract size at the puncture site. Physician inadvertently sliced the artery, increasing the arteriotomy. Physician upsized to a prostar xl 10 fr device. The device was deployed and the inferior left needle did not present at the hub. Three needles were removed from the hub. Another radiologist joined the procedure and accessed the fourth needle with hemostats, allowing for the removal of the device however hemostasis was lost and the physician determined to call a vascular surgeon to repair the artery because the scalpel had increased it to the degree that manual compression did not appear to be an option. The pt was taken to surgery for arterial repair. Surgery was successful and the pt recovered without incident.